Manufacturer narrative:
H.6. Investigation summary: 100 retention samples from bd inventory were visually inspected and no label issues were identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for missing label. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2e plus blood collection tubes had a missing lot and expiration date on the tube. This event occurred 30 times. There was no report of impact to patient or user.

Manufacturer narrative:
E.1 initial reporter facility name: (B)(6) hospital affiliated to (B)(6) university school of medicine h.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2e plus blood collection tubes had a missing lot and expiration date on the tube. This event occurred 30 times. There was no report of impact to patient or user.